Event description:
We use cadd yellow-striped. Administration sets (B)(4) to connect to our epidural catheters, which are from the arrow epidural catheterization kits (B)(4) to give infusions of drugs via epidurals. We have noticed problems disconnecting the luer lock between them, and in recent days have had several cases where it has been impossible to disconnect them. This causes difficulty changing medications including for emergencies such as emergent cesarean sections. It also increases infection risk if we have to disconnect and change the epidural hub.